Manufacturer narrative:
This report is being submitted as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed for air leakage issues because a sample was not returned for assessment. Without a sample, the exact root cause cannot be determined. Review of device history record (DHR) showed there were no issues noted during manufacture of the product that could have contributed to this complaint condition. Currently no action is recommended since this risk evaluation is within the predetermined limits in the design failure mode and effects analysis (dfmea).

Event description:
The user facility reported that following percutaneous coronary intervention (pci) via right radial arterial access, the involved tr band was applied as per instructions for use (IFU) and established bleed back at 8cc, 3cc returned to band for total of 11cc of air. Patent hemostasis of right radial artery was confirmed via compression of right ulnar and confirming maintained plethysmography waveform. Stepped away for 5 minutes and was notified of bleeding from the rra access site. Additional 2cc of air was applied by the nursing staff initially. The tr band was not retaining air and deflating on its own without a syringe attached. A hematoma appeared to be forming proximally of the band, we decided to replace the current faulty tr band and add an additional band (second) more proximally. Hemostasis was achieved. Patient recovered without issue, with more proximal band first released per terumo tr band protocol without issue, followed by more distal band that was directly applied over the access site, successfully removed. The faulty tr band did not retain air and was confirmed following the exchange for new bands by virtue inflating the faulty tr band and squeezing on the pillow, noted air loss with syringe not attached. The estimated blood loss was less 250cc. Patient was in stable condition. Procedure outcome was successful, pci prior to application of initial faulty tr band. Uneventful recovery following replacement of the faulty tr band. The event occurred intra-operative. The patient was not injured, medical or surgical intervention was not required.

Manufacturer narrative:
A5: ethnicity: requested, but unknown. A6: race: requested, but unknown. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.